Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a f/u, the surgical coordinator reported that the current bcva is 20/30 and cannot be corrected to 20/20 due to posterior capsule opacification (pco). Additional information has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested on 01/13/2011 and 01/31/2011 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).